Manufacturer narrative:
Additional info received indicated that the iob gauge was working correctly. The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer's pump insulin on board (iob) setting reverts to 0 units just prior to a bolus. There was no reported impact to the customer's blood glucose level. The customer and pump were not available to troubleshoot with tandem technical support.